Event description:
Rptr has had a number of falls that they suspect are contributed to bed movement when a resident transfers to and from their bed. During investigation concerning these falls, rptr found when the casters are in the locked position the bed has a tendency to move six to eight inches when a resident attempts to sit on the side of the bed. Locking casters on astrolite beds simply lock the wheel portion of the caster mechianism, but still allows the caster stem to rotate when weight is applied to the bed. This situation is a serious fall hazard to the residents of this nursing home. Locked all lockable casters on test bed and simulated getting into and out of bed to measure distance bed moved. Purchased two different brands of locking casters to evaluate bed movement, with no success to date. Continue to pursue with manufacturer, a lockable caster that locks the wheel, stem, and bearing so that the bed remains in affixed position.